Manufacturer narrative:
No additional information was received. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported through the lvis pas clinical study, there was incomplete open of the intraluminal support sent device proximal to the aneurysm. On follow-up angiography, the proximal stent was noted not to be fully opened. Given that no alteration in flow was noted, further pushing on the partially open stent was no performed. The patient did not require other treatment/intervention as a result of the malfunction. This technical event is not associated with any adverse event and did not lead to a serious adverse device effect (sade).

Manufacturer narrative:
Corrections were made to the following sections: b1; b2; h1.

Event description:
A supplemental report is being submitted to correct the following sections: b1; b2; h1.

Manufacturer narrative:
Additional information was received as provided in section b5 and h6.

Event description:
Additional information was received indicating the subject underwent index procedure of stent assisted coil embolization of a ruptured basilar tip aneurysm on (B)(6) 2019. On (B)(6) 2019 subject experienced right-sided drift, mild weakness, and dysarthria. MRI showed a small left thalamic ischemic stroke likely from a perforator occlusion. Cta showed patent stent. Subject was admitted to the neuro ICU and, next day morning neurological symptoms improved, and subject was transferred to floor; and continued treatment with aspirin and plavix. The event was adjudicated by cec as study device and study procedure related.